Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. The customer's blood glucose level was not impacted. The customer indicated that they were going to meet with their diabetes education.